Manufacturer narrative:
The device is not available for investigation; however, a photo was provided to be evaluated. The investigation is pending.

Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch where the customer reported that the control valve on the photophobic set leaked. There was no report of patient involvement; however, it was reported that no patient harm occurred.

Manufacturer narrative:
A photo was returned showing leakage from the cassette. No samples were returned for investigation. The reported complaint on the (B)(6) primary plum set can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) for lot 13588961 was reviewed and no non conformities were found that would have led to the reported complaint.